Manufacturer narrative:
This is the same event as 3010536692-2016-00231.

Event description:
Orig. Surg. (B)(6) 2007. (B)(6), high activity level. Allegedly revised due to loose cup. Suspected metal hypersensitivity. Additional information received 01/08/2015. Patient has now been revised.